Event description:
Member reported pelvic injury from katalyst workout. "I sustained a pelvic injury during a katalyst workout that has left me in near-persistent pain and unable to work out consistently for almost 3 weeks now. I've had to see a primary care physician, specialist, and physical therapist, who advised me to avoid using the katalyst suit for the foreseeable future."